Event description:
This was reported that a venotomy closure of the calcified left common femoral vein with two prostyle devices after an endovascular therapy procedure using an 8f sheath. Reportedly, both devices were inserted without any issue; however, there was slight resistance when the plungers were pushed, and the sutures could not be deployed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1: (B)(6). The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive for the reported difficulty to deploy the plunger. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that contribute to plunger deployment issue, include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.